Event description:
The owner of ventilator reported to the svc co that on "12/08/06, vent failed (inop display and alarm) would not start." The svc co performed routine maintenance on the unit and returned to the customer. Upon receipt of the unit, the owner reported that on 12/26/06, "we were able to start the machine again after 1-2 mins. The machine was really hot, no alarms sounded. It had a high pitch sound also. On 03/07/07, late evening the machine also "shut down" - no alarms. It came back on after an hour or so. No allegation of pt harm.